Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise, starting in (B)(6) 2025, with intermittent loss of baseline. Rhythmcare provided recommendations for troubleshooting integrity of system, and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received after patient returned to clinic for a follow up appointment. Provocative maneuvers, posture changes and device/lead manipulation were performed; no noise could be recreated. Device was programmed to primary vector, and xray images were complete. Rhythmcare reviewed x-ray images, advising x-ray images show a sharp bend in the electrode, with a suspected fracture. Rythmcare provided recommendations additional testing. The physician will monitor the patient closely via latitude. The device and electrode remain implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.